Manufacturer narrative:
The returned device was evaluated. Inspection found that the reported issue was able to be duplicated. The device upon testing confirmed the error ¿invalid instrument error¿ due to 4 faulty pcb (printed circuit board). The clamp into 1k and current limit cannot be adjusted due to faulty pkrf board. The units lh (left hand) and rh (right hand) position number 9 failed due to faulty auxiliary board. An error code 200 ref 46 during voltage bar graph calibration was observed due to faulty plasma board. In addition, the output power at pbdes 200 was observed to be too low due to faulty psu (power supply unit). The device was running an old software version and needs to be upgraded. Unrelated to the reported issue, minor scratches were observed on the housing unit. Review of fault log found error 600 ref 13, ten times indicated that the generator software must be upgraded for handswitch to be used. Handswitch problem detected. Based on evaluation findings, the reported issue was identified to be attributed to faulty pcb (printed circuit board). The root cause of the faulty pcb was due to electronic component failure. Other failures found are attributed to electronic component failures. This report will be supplemented accordingly following investigations.

Event description:
A report of ¿invalid instrument error¿ message, inability to connect correct instrument during preparation for use was reported. There was no patient involvement, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal a review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.